Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed. A double stop was performed; however the diaphragmatic movement did not recover. The case was switched to and completed using radiofrequency (rf). The patient will continue to be monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that before the patient was discharged from the hospital, the right diaphragm was elevating however; the patient did not fully recover.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files confirmed system notice 50012 ¿the refrigerant path is obstructed¿ unrelated to the clinical issue. The data files also showed multiple injections were performed. The catheter was not returned for investigation. A known clinical issue was encountered during the procedure (phrenic nerve injury). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.